Event description:
The pt, with insulin dependent diabetes mellitus, was exhibiting symptoms of hyperglycemia (frequent urination) the day prior to the event. At 6/a the next day, patient began vomiting, tested "large" for ketones and patient's blood glucose on the fasttake meter was 85 mg/dl. Upon the advice of patient's physician, patient was transported to the hosp where at 9/a, a lab result was "around 541." Patient was treated with IV insulin, as well as amoxicillin for bilateral otitis media diagnosed while hospitalized.